Event description:
It was reported that the patient was going to have a magnetic resonance imaging (MRI) scan to explore reasons why she developed right sided weakness post implant surgery. The MRI date was unknown at the time. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; patient product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va024x6, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va024x6, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va024x6, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va024x6, implanted: (B)(6) 2012, product type lead. (B)(4).